Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history was not reported. Concomitant medications included insulin glargine and metformin hydrochloride for the treatment of diabetes. The patient received human insulin (rdna origin) injections (humulin r 100u/ml) via cartridge, through a reusable pen (humapen ergo ii) for the treatment of type one diabetes beginning approximately in (B)(6) 2016. Dosage regimen was not reported. On (B)(6) 2017 her humapen ergo ii button was not going down so she thought she was not receiving her dose ((B)(4), lot 1508d02). She reinjected her dose and her blood glucose decreased to 50 and she felt she was falling through the floor (as reported). The event was considered serious for medical significance. She recovered from the event on (B)(6) 2017. Information regarding corrective treatment was not reported. Human insulin treatment was continued. The patient was the operator of the device and her training status was unknown. The general and suspect humapen ergo ii durations of use were of 1.5 years. The humapen ergo ii was continued and it would be evaluated if returned. The reporting consumer did not provide an assessment between the events and human insulin but related the events to the humapen ergo ii. Edit 23nov2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old female patient of unknown origin. Medical history was not reported. Concomitant medications included insulin glargine and metformin hydrochloride for the treatment of diabetes. The patient received human insulin (rdna origin) injections (humulin r 100u/ml) via cartridge, through a reusable pen (humapen ergo ii) for the treatment of type one diabetes beginning approximately in (B)(6) 2016. Dosage regimen was not reported. On (B)(6) 2017 her humapen ergo ii button was not going down so she thought she was not receiving her dose (product complaint (B)(4), lot number 1508d02). She reinjected her dose and her blood glucose decreased to 50 and she felt she was falling through the floor (as reported). The event was considered serious for medical significance. She recovered from the event on (B)(6) 2017. Information regarding corrective treatment was not reported. Human insulin treatment was continued. The patient was the operator of the device and her training status was unknown. The general and suspect humapen ergo ii durations of use were of 1.5 years. The humapen ergo ii associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide an assessment between the events and human insulin but related the events to the humapen ergo ii. Edit 23nov2017: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Update 15dec2017: additional information received on 14dec2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) device information, and improper use and storage from no to yes. Added date of manufacturer and noted device was not returned to the manufacturer for product complaint (B)(4) associated with the humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 15-dec-2017. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was not going down and she thought she was not receiving her insulin dose. She reinjected her dose. She experienced decreased blood glucose. The device was not returned for investigation (batch number 1508d02, manufactured august 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy or difficult to dose. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core user manual states, "if you do not think you received your full dose, do not take another dose. Call lilly or your healthcare professional for assistance." There is evidence of improper use. The patient took another dose after she thought she had not received her initial dose. This may have been relevant to the events of incorrect dose administration and decreased blood glucose.